Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a sensor notification became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. Additionally, it was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose was 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Based on the analysis, the alleged notifications issue could not be verified.